Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
Baxter (B)(4) field service technician serviced a colleague infusion pump for failure code 810:11. During baxter's review of the event history, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. However, the pumphead module was replaced as a precaution. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).